Event description:
When the provider attempted to deploy, the stent got stuck in scope and we were unable to remove it. Ther was no patient nor staff harm nor obvious user error. The scope was returned to the manufacturer.